Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to readings obtained on the hcp meter. On the day of the event around 1 pm, the customer was not "feeling right" and obtained a scan of 50 mg/dl. Customer self-treated with cool aide, peanut butter, milk and chocolate and called the emergency services at 1:15 p.m. Customer experienced sweating, confusion, and lost consciousness and was treated with insulin via IV (dose unknown). At 2:30 p.m., sensor scans of 54 mg/dl, and 56 mg/dl were obtained compared to the reading of 199 mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to readings obtained on the hcp meter. On the day of the event around 1 pm, the customer was not "feeling right" and obtained a scan of 50 mg/dl. Customer self-treated with cool aide, peanut butter, milk and chocolate and called the emergency services at 1:15 p.m. Customer experienced sweating, confusion, and lost consciousness and was treated with insulin via IV (dose unknown). At 2:30 p.m., sensor scans of 54 mg/dl, and 56 mg/dl were obtained compared to the reading of 199 mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.